Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after recharging all day the patient went to bed in pain. They reported great pain hurting from their back coming around to upper stomach starting on approximately (B)(6) 2017 and in the middle and side where the leads were implanted starting on approximately (B)(6) 2017. The patient reported that the ins has never worked since implant (B)(6) 2017 except once when the patient felt stim while recharging, when the ins recharger (insr) was moved off and patient programmer (pp) was attempted to be used the stimulation sensation stopped. The patient met with hcp and manufacturer representative last week and being unable to remedy the coupling issue. No additional complications or additional symptoms were reported for this event.